Event description:
Connector broke while showing a surgeon. No patient involvement.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review results: the connector was damaged during a demonstration. Manufacturing records revealed a component that is approximately 5 years old. It is unknown how many times the connector may have been demonstrated. It is not recommended that implants be demonstrated if they will eventually be implanted so the cause is user error, reuse of single device. Conclusion: the root cause user error, reuse of single use device.